Event description:
It was reported that during a procedure the fiber melted, and a cut was made at the base of the connector shortly after use of the device. This additional fiber was used and was determined to have the same issue with the melting of the fiber. The procedure was not completed.

Manufacturer narrative:
E1. Healthcare facility name, address and phone number were updated.

Event description:
It was reported that during a procedure the fiber melted, and a cut was made at the base of the connector shortly after use of the device. This additional fiber was used and was determined to have the same issue with the melting of the fiber. The procedure was not completed.